Event description:
On (B)(6) 2012 the patient contacted animas alleging that the up arrow and down arrow keypad buttons have been intermittently unresponsive for the past two to three months. The patient denied damage to the keypad. The patient reportedly wears the pump on a belt and cleans the pump with a damp q-tip. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the ok keypad symbol was worn and the rubber keypad was intact. Evaluation revealed that the up and down buttons were intermittently unresponsive and the ok and contrast buttons responded appropriately. There was evidence of keypad contamination found under all of the contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.